Event description:
The customer reportedly obtained a 272mg/dl and 130mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer states that she does not have the strips used during the event. The suspected product is unavailable for return; replacement was sent.